Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1811192 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Investigation conclusion: based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine root cause description: not able to confirm the reported issue. Possible damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that leakage occurred during use with a syringe s2 5ml 22ga 1-1/4in bd (B)(4). The following information was provided by the initial reporter, "in the venous blood collection for the patient, air leakage occurred, blood collection was less, blood collection was difficult."